Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by clinician, the device's defib output was out of specification and was unable to obtain ECG signal via multi-function cable. Complainant indicated that there was no pt involvement in the reported malfunction.